Event description:
It was reported that the depth gauge for 2.4mm and 2.7mm screws was broken. It is unknown if this was noticed during surgery or not; therefore, patient involvement has not been confirmed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: additional information received by the manufacturer identified that this event should be re-evaluated for MDR reporting. The new information received confirmed that the ruler of a short depth gauge 2.4mm/2.7mm screws broke off. Since the broken part remains outside the patient, the reassessment determined that the issue does not meet the threshold for reporting; therefore, this is a non-reportable event. If further details are provided, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the ruler of a short depth gauge 2.4mm/2.7mm screws broke off. It is unknown if this was noticed during surgery or not; therefore, patient involvement has not been confirmed.